Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative, the patient used the device that caused formation of bronchial fistula with pneumothorax..